Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 46 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of amenorrhea, abdominal pain, hypermenorrhea and hypermenorrhea. No metal allergy. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), alopecia ("hair loss"), gingival disorder ("deterioration of mouth and gums"), oral disorder ("deterioration of mouth and gums"), urinary tract infection ("urinary tract infection"), hypersensitivity ("allergies throughout the body"), heavy menstrual bleeding ("heavy bleeding during menstruation"), pelvic discomfort ("pelvic discomfort"), rash ("rashes on her back"), anaemia ("anemia"), tooth fracture ("dental pieces"), skin lesion ("skin lesions") and insomnia ("insomnia"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, anaemia, gingival disorder, heavy menstrual bleeding, hypersensitivity, insomnia, oral disorder, pelvic discomfort, pelvic pain, rash, skin lesion, tooth fracture and urinary tract infection to be related to essure administration. The reporter commented: there is no evidence of a causal relationship with the device. There is no record of other consultations to the gynecology department of this hospital related to the symptoms or signs described after its insertion. Described after its insertion and until 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic palvic pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of amenorrhea, abdominal pain, hypermenorrhea and hypermenorrhea. No metal allergy. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), alopecia ("hair loss"), gingival disorder ("deterioration of mouth and gums"), oral disorder ("deterioration of mouth and gums"), urinary tract infection ("urinary tract infection"), hypersensitivity ("allergies throughout the body"), heavy menstrual bleeding ("heavy bleeding during menstruation"), pelvic discomfort ("pelvic discomfort"), rash ("rashes on her back"), anaemia ("anemia"), tooth fracture ("dental pieces"), skin lesion ("skin lesions") and insomnia ("insomnia"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, anaemia, gingival disorder, heavy menstrual bleeding, hypersensitivity, insomnia, oral disorder, pelvic discomfort, pelvic pain, rash, skin lesion, tooth fracture and urinary tract infection to be related to essure administration. The reporter commented: there is no evidence of a causal relationship with the device. There is no record of other consultations to the gynecology department of this hospital related to the symptoms or signs described after its insertion. Described after its insertion and until 2018. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.